Event description:
It was stated that the customer was hospitalized for high blood glucose and ketones. The blood glucose reading was 487 mg/dl. Prior to the event, the customer began feeling nauseous, thirsty and was also vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found several no delivery alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.